Event description:
This event is reportable based on analysis completed on (B)(4) 2011. It was reported during an ablation procedure, insertion difficulties and a blockage were noted with the fast-cath sl1 introducer. A cook transseptal needle and guidewire could not be inserted into the dilator of the fast-cath transseptal sl1 guiding introducer as a blockage was noted. A second transseptal guiding introducer was opened and the dilator was used to continue the procedure. The needle was reshaped and stylet was used. Device analysis revealed white plastic shavings exiting from the tip end of the dilator.

Manufacturer narrative:
Event occurred between (B)(6) 2011. One 8.5f dilator was received for eval. During the decontamination process, during initial water flushing white plastic shavings exited from the tip end of the dilator. Microscopic exam revealed the white plastic material was consistent with introducer sheath material. The distal two inches of the dilator were cross-sectioned open which revealed no evidence of skiving. Review of the device history record confirmed this let met mfg requirements prior to shipment. The introducer used with the dilator was not returned for eval which may have provided add'l info into this investigation.